Event description:
The patient was undergoing a coil embolization procedure in the right internal carotid artery using the penumbra coil 400 system. During the procedure, the physician successfully deployed a penumbra coil 400 through another manufacturer's microcatheter. The physician was then unable to advance the next two coil's resulting in kinked pusher wires. The physician exchanged the microcatheter for a px slim delivery microcatheter and the procedure continued successfully. There was no report of an adverse effect on the patient.

Manufacturer narrative:
Result: the coil is detached from the pusher assembly and stuck inside the distal end of the coil introducer sheath. The coil proximal constraint ball is still inside the ddt and the coil sr wire is broken. The pet-lock is still intact, also indicating that coil detachment was not attempted. Conclusion: the complaint has been evaluated. The complaint indicates that the operator attempted to deliver six coils through a non-penumbra device microcatheter. Two out of six coils would not pass through the microcatheter. The coils were removed because the pusher assemblies were kinked. Evaluation of the returned devices revealed that the coils were broken from the pusher assemblies due to excess force placed on the device, likely during retraction through the microcatheter. The cause of the compatibility issue between the delivery microcatheter used and the coils could not be determined based on the returned devices or the description of the complaint. The device dimensions were measured and all were within specification. There appears to be no issue with the devices other than damaged caused during attempts to advance and retract the devices against resistance. One of the two pusher assemblies was kinked however, the kinked sections appear to be related to handling when packaging for return. The second pusher assembly was not kinked. The root cause of the issue is unknown. These devices are 100% functionally tested during processing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This MDR is associated with MDR 3005168196-2014-00538.